Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Referring to product inquiry the broken long nail kit r2.0, ti, left gamma3 ø13x380mm x 130° is stated to be the primary product. The lag screw is considered an associated product. No further item was reported. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload, whereas it has to be pointed out that a non-union was reported according to additional information received. Missing traces of (a) locking screw(s) at the distal circular and the distal oblong hole indicate that the nail had not been locked distally. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The counterparts were found on the lag screw in the areas with friction marks, where the edges of the sliding grooves had become worn. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related. The reported non-union of the fracture site and the resulting prolonged axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of 7.5 months. The rep stated that the patient already had a similar situation; the mentioned nail of smaller diameter broke after implantation duration of 4 months, but was not returned for examination. No non-conformity was identified.

Event description:
It was reported that the patient was revised due to a broken gamma nail in the femur. Implant was removed and replaced with competitor product. The nail broke at the lag screw hole.

Event description:
It was reported that the patient was revised due to a broken gamma nail in the femur. Implant was removed and replaced with competitor product. The nail broke at the lag screw hole.